Event description:
It was reported that insulin leaked from the reservoir and that the customer experienced high blood glucose levels. The high blood glucose reading was 313 mg/dl. The customer stated that she was unsure how the leak had occurred. When she realized there was a leak, the blood glucose reading was between 100 and 130 mg/dl. She stated that the insulin pump had been exposed to the insulin which leaked from the reservoir, although the insulin pump passed the self test. She requested replacement of the insulin pump after troubleshooting was performed. She observed insulin in the reservoir compartment. She did not find any damage to the reservoir and was advised to return the infusion sets and reservoir for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 3004209178-2015-45327.